Event description:
E-mail received from the sales rep. Reported that: "codman icp microsensor was unable to be read by the codman icp express. There was wire showing at the point where the wire connects to the large plastic piece which then connects to the patient cord. It appears it was stretched but the surgeon would like the transducer inspected". Sales rep called on (B)(4) 2012, and provided the following additional information: "microsensor was removed from patient, and they discontinue monitoring the patient. No adverse consequences to patient were verified". (B)(4).

Manufacturer narrative:
(B)(4). Upon completion of the investigation it was noted that the supplier performed this evaluation. During evaluation a review of quality records was conducted and prior to distribution this device met all manufacturing and quality testing /inspection specifications. The catheter was evaluated and the following observations noted: verified serial number to be (B)(4). Catheter broken at the connector. Internal catheter wires exposed and broken. Connector covered with gauze and tape. Adhesive tape with hair attached to the catheter. Suture tied to the catheter body. Multiple bends in catheter material. No testing possible. Based on the above evaluation, it appears that the device was inadvertently damaged by the customer during use. Based on the investigation this complaint is considered closed. Trends will be monitored for this and similar events.